Event description:
It is reported that the batteries on a customer's insulin pump does not last more than a week. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with high idle currents due to moisture damage lcd board. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.